Event description:
Account alleged that the bed alarmed and that the head and foot sections moved on their own.

Manufacturer narrative:
Technician checked all functions and could not duplicate the issue, cause of the event is unknown. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.